Event description:
Info received indicates the casters are not holding at the head section when the brake is set.

Manufacturer narrative:
The technician replaced the head section casters to repair the bed.